Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('now back to same aches and pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fluid retention ("first week water retention") and pain ("now back to same aches and pains") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure device). Essure was removed. At the time of the report, the pelvic pain, weight increased, fluid retention and pain outcome was unknown. The reporter considered fluid retention, pain, pelvic pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: fluid retention, pain, pelvic pain and weight increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.